Event description:
This complaint is from an academic conference, the (15th annual meeting of the society of interventional cardiology in another country). The stent showed delayed stent fracture and restenosis by plaque.

Manufacturer narrative:
This device (lot unk) is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.